Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen. It was reported that, following a pump and catheter replacement on (B)(6) 2026, the patient doing well up until (B)(6) 2026 when they presented to the emergency department with fluid draining from the posterior incision. The patient had not had a fever or otherwise been ill. The patient ended up going to the operating room (or) and had the wound washed out and they thought there might have been some debridement and closure. They cultured the wound and it was positive for serratia. The patient did not have an elevated white count, but they did have an elevated c-reactive protein count. The hcp wanted to know what the manufacturer's general recommendations were regarding obtaining a csf sample through the catheter access port. Technical services reviewed with the caller that there was no recommendation from the manufacturer regarding this scenario. Technical services provided the hcp with the phone number for the office of medical affairs.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2026 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.